Event description:
As reported by the edwards' clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the first valve was positioned and deployed to ventricular (slightly low) within the native annulus. Post deployment echocardiogram showed moderate to severe central ai with no clear visualization of the three leaflets coapting. Hemodynamics showed low diastolic pressure. In order to troubleshoot, the decision was made to implant a second valve. The second valve was prepped and positioned higher than the initial valve and deployed under rapid pacing. No central ai noted after valve deployment. Per report, the patient's hemodynamics returned to normal and coronary artery flow was not compromised.

Manufacturer narrative:
Device was not explanted from the patient the device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history review (DHR) for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. In this particular case, the cause of the aortic insufficiency cannot be assessed but it was noted that the valve was implanted too ventricular. Images of the procedure were not made available to edwards for review so the final position of the first sapien valve cannot be assessed; however, inaccurate placement of the sapien valve could result in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. In this case a second valve was deployed more aortic than the first with good results. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. According to the physician's training, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures, and balloon movement during deployment. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.